Event description:
A venous air alarm occurred during a routine hemodialysis treatment which could not be resolved. Air was initially removed but the alarm persisted and no air was observed. Treatment was discontinued without performing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The returned cycler was evaluated and determined that the venous air sensor was defective due to an intermittent connection which resulted in triggering of the air alarms. The cycler was last serviced in july 2008 and all acceptance criteria was met. There is no evidence of a systemic issue. Event has been reviewed with facility staff. Nxstage medical considers this report closed. No additional info will be provided.